Manufacturer narrative:
No product samples, videos were returned for investigation. However an image was provided by the customer showing the involved product. A failure mode was not able to be identified with the image provided by the customer. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The reported complaint could not be confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation, however, a lot history review will be performed.

Event description:
The event involved a safeset¿ 24 inch arterial pressure tubing, safeset¿ reservoir and blood sampling port where the customer reported that they had an a-line breakage which occurred while attempting to do a set of labs. There was patient involvement and no adverse event.